Event description:
A surgeon reported that a pt had a intraocular lens (iol) explanted due to serious glare that was not related to the edge. The iol was replaced with a different model, and the pt is really happy. The association between this event and the iol is not known. Add'l info has been requested.